Event description:
Complainant alleged that during biomed testing the device displayed an unrecognized "pacer deactivated" and "defib deactivated" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.